Manufacturer narrative:
Follow up # 2/supplemental report text- 3/16/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/22/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch select meter read inaccurately high compared to other devices. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 4x a day. The patient manages his diabetes with humulin n (20 units in the morning, 10 units at night) and humalog insulin (6-10 units).the alleged issue began on (B)(6) 2011 at 8am. The patient reported blood glucose results of "420 mg/dl" with the subject meter and "337 and 327 mg/dl" on other meters, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. That morning, the patient took 10 units humalog insulin and his usual dose of humulin n insulin (20 units). By 11am, the patient claimed he felt a symptom of shaky. The patient stated emergency medical services (ems) was contacted and administered the patient a glucagon shot. The patient obtained a blood glucose result of "56 mg/dl" on the ems device. About 15-20 minutes later, the patient stated he felt better. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.